Event description:
Related manufacturer reference number: 2938836-2019-02561. It was reported that infection was observed. The source of the infection was not known. The physician did not allege the infection was device or procedure related. The device system was explanted. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.